Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse assessed the unit and confirmed that the error 7 is valid. Found 2 instances of power supply fan failure in the logs. Will quote the power supply fan. User has decided to scrap the unit. No repair will be carried out.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during the pre use check the cs300 intra-aortic balloon pump (iabp) displayed an error code 7. There was no patient involvement reported